Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. The right ventricular lead exhibited noise. The noise was reproducible with isometrics and the patient complained of feeling symptomatic during noise detection. During lead revision, an insulation abrasion was noted. The lead was explanted and replaced.